Manufacturer narrative:
The cobas e 411 analyzer (disk system) serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys tsh results from the cobas e 411 analyzer (disk system) for one patient. The affected patient also had questionable elecsys ft4 IV and elecsys troponin t gen 5 stat results. This medwatch will apply to the elecsys tsh assay. Refer to medwatch with a1. Patient identifier (B)(6) for the elecsys ft4 IV assay. Refer to the medwatch with a1. Patient identifier (B)(6) for the elecsys troponin t gen 5 stat assay. Patient 1's initial tsh result was 0.04 miu/ml, and the repeat result on a cobas e601 was 1.68 miu/ml. The sample was repeated after the customer saw that the tsh value was lower than she usually saw, prompting a look-back at 12 hours (per customer) of patient results.